Event description:
A patient contacted zoll customer support to report exposed wires on the electrode belt. In addition, the patient reported that the electrode belt was causing the monitor to turn off. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables/causes monitor to turn off) has been confirmed. As received, the electrode belt failed incoming testing. Upon eval, multiple cables were damaged. The cause of the incoming test failure and improper shutdown of the monitor is the extensive damage to the cables. The root cause of the damage cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cables. The patient was issued a replacement electrode belt.